Manufacturer narrative:
Isi did receive the surgeon side console (ssc) master tool manipulator (mtm) and performed the failure analysis. A visual inspection was performed, and it was found that the mtm had no external damage. The mtm was placed on an in-house system and failed, replicating the field error, 23138. The mtm was then placed on the surgeon console fixture test platform (sftp) to perform a fitness test and a 1-hour sine cycle. The mtm failed, reconfirming field error 23138 during reboot after calibrations. The mtm also failed the following test unrelated to the field complaint: gravity balance test post sine cycle - el failed. After performing a recalibration sequence, the test was re-executed and passed. However, it failed on reboot. The rest of the fitness tests were passed, in addition to the 1-hour sine cycle. After investigations, failure analysis found the grip motor to be the root cause of the error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a field service activity, the field service engineer (fse) noticed error 23138 on surgeon side console (ssc) 2. The fse performed a hard reset, but the error persisted. The customer decided to use the xi system. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: error 23138 occurred before the procedure started. The customer did not want to proceed with only a single console, as they have a dual console setup. The xi system, which was still on standby as a trade-in for the dv5, was available, so the customer switched to the xi before the case began. The decision to use the xi for the procedure was made prior to the start of the case, before anesthesia was administered.